Event description:
The customer reported that the clear insulation came off of the device when it was removed from the patient through a 5mm trocar. The insulation fell into the patient cavity but was removed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One lf5544 device was returned for evaluation. The clear insulation was not on the device. The instructions for use (IFU) states carefully insert and withdraw the instrument from cannulae to avoid possible damage to the devices and/or injury to the patient. Use the appropriately/sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Injury has rarely been reported with these complaints.